Event description:
During the procedure, the physician found it was difficult to advance the micrusphere coil. Thus he withdrew the coil and found the tip of the coil was distorted severely. This is (B)(6) female patient with a target in the pcom. No additional information has been provided despite multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product device is expected to be returned thus additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Based on the fal results included in the complaint conclusion below, previously reported code for "damaged to the coil" has been removed from this file and a code for "damaged to the device positioning unit- thermomechanical" has been inserted. Based on the available information, it has been determined that the events reported in this complaint file do not meet the reporting criteria. Thus events have been entered in our database as non-reportable complaints appropriately. Complaint conclusion: as reported, during a coil embolization procedure involving a (B)(6) female, the physician found it was difficult to advance the coil. He withdrew the coil and found the tip of the coil was distorted severely. The target vessel was the pcom of unknown characteristics. There was no reported injury to the patient. The returned coil was found to be undamaged. Located 39.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath until entering the resheathing tool. There is no mechanical sheath damage resulting in the skive being opened at the protrusion site or on the remainder of the sheath. As the microcatheter used in the procedure was not identified nor returned, an in-house 10 series microcoil system compatible microcatheter was utilized for testing. The coil was introduced multiple times with no resistance encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no problems encountered. The coil moved freely at all times. The root cause of the distal distorted section of the coil cannot be determined as the coil was returned undamaged. The most likely contributed factor to the coils advancement difficulty and its protrusion outside the sheath may have been due to distal interference. This interference may have cause the core wire to protrude outside the sheath. In this condition advancing the coil cannot be performed without significant resistance encountered. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the identification or the return of the unknown microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the return of all components of the coil delivery system, no root cause could be determined for the laboratory finding of the protrusion of the core wire through the introducer sheath. Based upon the investigation results, the reported coil damage was not confirmed and this event was not reportable based upon the safety profile of the device component (core wire) that was later confirmed be associated with the complaint. Therefore, no corrective action is warranted at this time.